Manufacturer narrative:
Result: lumbar module.

Event description:
It was reported by service report that the siderail panels, arm covers and lumbar modules were cracked. No pt involvement or adverse consequences are reported.